Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the report indicated that the patient developed a bezoar and a fistula. The physician was not able to remove the tube via endoscopy and it was planned to wait for it to pass from his rectum. An endoscopy will be repeated in 4-6 weeks and treatment plan will be decided. The location and cause of fistula is unknown, it is unknown why the device could not be removed via endoscopy. Though requested, additional information was not provided.